Manufacturer narrative:
Philips has investigated this complaint. According to the information provided, the wi-fi indicator was red, indicating a loss in the wireless connection. The procedure was completed using the wired footswitch. A philips service engineer inspected the system onsite and stated it was likely a mechanical malfunction. There are two generations of wireless footswitch. The newest generation has a software bug which can cause loss of wireless connection, and philips initiated medical device correction z-0476-2022/field safety corrective action (2021-igt-bst-020) for this generation. This complaint is related to the previous generation of the wireless footswitch which is not affected by the software bug. There are currently no wireless footswitches or base stations available for replacement. The customer has a wired footswitch available for use. Updated codes based on investigation.

Event description:
It has been reported to philips that, the wireless footswitch did not work during a procedure. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.